Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to customer's blood glucose level.